Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The hi-torque (ht) balance middleweight universal ii guide wire had resistance with a balloon catheter and stent getting stuck in the coating of the guide wire. All device were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported difficulty during advancement and removal could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty during advancement and removal with a stent delivery system (sds) and balloon catheter. Functional testing was performed on the returned device, advancing the wire through a proxy balloon catheter. No resistance was noted; however, it is possible that circumstances of the procedure, such as vessel tortuosity or procedural contaminants, may have contributed to the reported issues. Analysis also noted bends on the shaping ribbon and distal core, this type of damage could result in reduced clearance between the wire and accessory devices, contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.